Manufacturer narrative:
This report replaces MDR report # 1218950-2016-06404, the corrected 30-day report. (B)(4).

Event description:
The customer sent in their mx40 device for repair. There was no patient harm reported by the customer. There was no patient involvement.